Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that when the trial patient stood up, urine would ¿just come out¿. They were not able to make it to the restroom at all without leaking all over and had urgency. It was noted the patient did not have this before the trial evaluation. In addition, the patient stated that they had a little pain in the back and stomach area below the belly button area. It was noted that the patient barely felt the stimulation and it was increased to where it was felt. On (B)(6) 2017, it was again reported that every time the patient stood up they voided. They stated that they were unable to get to a "contraption" because it constantly comes out and the issue was ridiculous. With assistance, the patient was switched from program 3 to program 2 where they now felt the stimulation at 1.0. The patient rated the evaluation ¿1-7¿ but stated they did not know what to expect. Follow up information received on (B)(6) 2017 reported the trial patient had ¿no control over anything¿ and the urine just comes right out of them. They had no urge to use the bathroom and noted that the evaluation had them confused. Additional information by the family member received (B)(6) 2017, reported the patient was found passed out in the bathroom and was rushed to the emergency room. The family member stated the patient was a ¿mess¿ and was not able to control their bowels. It was noted the patient had chills last night, was shaking uncontrollably, and threw up once. The family member was aware the patient was not feeling well but did not know it was like this and felt the patient¿s spouse had waited too long to reach out to anyone. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.